Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that inappropriate therapy during an svt episode was observed via remote transmission. Misdiagnosis of atrial fibrillation with rapid ventricular response as vf events due to programmed settings was noted. Programming changes were made and no further issues were reported. Patient was fine following the programming changes.